Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in multiple cartridges. Reportedly, air bubbles contributed to customer experiencing elevated blood glucose levels. Customer declined troubleshooting with tandem technical support, and declined to provide further information.